Manufacturer narrative:
(B)(4).

Event description:
It was reported that ventricular tachycardia episodes and arrhythmia was observed due to inadequate atp therapy given. Programming changes were made. All other electrical values were normal. Physician will review the patient soon. Patient was stable.